Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. Additional information will be provided following the conclusion of the manufacturer's investigation. Ref # (B)(4).

Event description:
Arjohuntleigh received a customer complaint where it was indicated that during the patient's transfer using maxi sky 600 ceiling lift, the disposable repositioning sling ripped. No injuries were received by the patient as a consequence of the event.